Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(6). Failure (event) observed during analysis.externalized conductors due to internal insulation abrasion were noted at 8.2-10.5cm from the distal end. The etfe coating was intact at this location.(B)(4).